Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1( brand name); d4(serial) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The root cause of the purge pressure high alarms was most likely biomaterial buildup based on the provided clinical details and data log analysis.

Event description:
A 66-year-old female patient with a history of non-ischemic cardiomyopathy, heart failure with reduced ejection fraction of 30 to 35 percent secondary to systemic lupus erythematosus, prior cardiac contractility modulation device exchanged for cardiac resynchronization therapy defibrillator due to complete heart block, diabetes mellitus, hypertension, pulmonary embolism, deep-vein thrombosis, and obstructive sleep apnea presented for right heart catheterization and was admitted for diuresis and inotropic support. She was followed by the heart failure service with ongoing evaluation for transplantation, and the impella 5.5 device was implanted in the operating room as a bridge to transplant. The patient demonstrated gradual hemodynamic improvement. On the tenth day of support, she developed high purge-pressure and purge-block alarms that were resolved with administration of tissue plasminogen activator in the purge system. On the eighteenth day, continuous renal replacement therapy was initiated, later transitioned to prolonged intermittent renal replacement therapy on day twenty-two as the transplant evaluation continued. After forty-eight days of impella support, given progressive disease and lack of transplant availability, the treating physician elected to withdraw life-sustaining care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Primary UDI number corrected.